Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the patient. The patient reported that on the morning of (B)(6) 2011, he obtained an alleged high reading of "394 mg/dl" with the subject meter. The patient claimed he normally tests below "200 mg/dl". The patient informed the csr that he usually takes 1 pill of glimepiride when his blood glucose is greater than 200 mg/dl. In response to the alleged high result, the patient reported that he took 1 additional pill (total of 2) of his oral medication. Approximately 1 hour after taking the increased dose of medication, the patient claimed he began to "tremble". The patient reported at the onset of the symptoms he tested on another device (prestige meter) and obtained a result of "46 mg/dl". The patient stated he treated himself with "sugar" in response to the symptoms. At the time of troubleshooting, the csr noted that a control solution test was not able to be performed at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k062195.